Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported system error 105 caused by a failed motor (seized). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105 in the medical/surgical care area. It was also reported that there was no patient injury.